Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer did not identify a specific root cause for the event. As analyzer alarms were received around the time of the event and the issue was resolved after replacement of the probes, an issue with the probes was believed to be the cause of the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the i800 analyzer. There were erroneous hemoglobin a1c results for 145 patients. The provided patients' ages were 44 and 89 years (for 2 patients). The other patients' ages were requested, but were not provided. The provided patients' genders were one male and one female. The other patients' genders were requested, but were not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.